Event description:
It was reported that they had an instrument error during a procedure. Customer tried two other disposable devices and had the same issue. Procedure was converted to open. Generator and handpiece not being returned. Customer to return three disposables. How was the hand piece cleaned prior to this procedure? Unknown. How was the hand piece sterilized prior to this procedure? Unknown. Was the hp immersed in liquid for cleaning or sterilization? Unknown. Has the hand piece been used with reprocessed/remanufactured disposables? No.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information from rn. Rn advised that the surgeon is young and the nurses at the account have been familiar with harmonic for many years - she has 15 years herself in using harmonic and the other "seasoned" nurses have 5-10 years. Harmonic is the only lap method that the hospital uses. This surgeon does have habit for starting the procedures lap and then converting to open. This convert to open was because the disposable was not working with the handpiece. The rn scrubbed in disassembled and re-assembled the disposable to the same handpiece without returns generator was not completing pre-rum and displaying the error about an instrument. Two more disposables were tried with the same result. After the convert to open occurred, the scrub rn and rn tried all three disposables and the handpiece themselves and only a few times actually got the system to work. Mostly, not complete pre-run and receiving the instrument error message. After speaking with ees biomed, it was discovered that the handpiece had 125 usages. The account has ordered a new handpiece, which should arrive today, and they will check all the equipment with the new handpiece. If the handpiece seems to be the problem, there are plans to order a 2nd new handpieces as well. Rn advised that she had no knowledge that the handpiece had a limited life and when I asked about having information on cleaning the gold rings, she also had no knowledge of this. The patient (female) is fine. Rn said that the only issue was that surgeon could not continue lap.

Manufacturer narrative:
(B)(4). Additional information: the handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and no issues were found while activating it with the activation buttons. No error code 5 was displayed during functional testing. The handpiece was fully functional and conforming to design specifications. It is possible that the error 5 was related to the instrument that the handpiece was being tested with. In addition, it is probable for an error code 5 to occur when the instrument was not attached and torque to the handpiece by using the correct torque wrench.